Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that several patients experienced problems with the swivel clip on the statlock stabilization device. Upon securing the bag to the leg, it was stated that the clip broke completely off the adhesive portion. The clip of some statlock broke within minutes and some within a day or two. Most of the patients used it up to 6-7 days but had to change them more frequently.